Manufacturer narrative:
(B)(6). Medical product: unknown ib femoral component, cat#: unknown, lot#: unknown; unknown ib articular surface, cat#: unknown, lot#: unknown. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04815, 0001822565-2017-04817. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty approximately twenty years ago and is being considered for a revision surgery due to pain and discomfort. No revision procedure has been reported to date. No additional patient consequences were reported.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is now reported that the patient was revised.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Additional information received indicates only the polyethylene bearing was removed and replaced. There are no indications that this product contributed to the adverse event.